Manufacturer narrative:
The catheter was returned and evaluated. A review of manufacturing records found no discrepancies when the device was released to stock. Evaluation of the returned device found the root cause of the lumbar catheter failure was due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the needle cutting through the distal tip of the lumbar catheter at the segment with perforations. The lumbar catheter kit IFU has the following 2 warnings to help prevent this from occurring in the field. "To avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously." "Warning: to minimize the risk of damage tot he catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously." Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by distributor / rep, while removing a lumbar catheter kit, the catheter broke and part remained in patient. Per rep: "catheter removed ((B)(6) 2017) bedside in ICU. Resistance was encountered and part of the catheter remained in patient. Catheter sheared off at last hole farthest from proximal tip. CT scan showed 5cm portion inside patient (perhaps 1cm inside sub-arachnoid space). No csf leak. No adverse consequences as of today."